Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to their physician with a "beeping" coming from their device. It was determined that both a lead integrity alert (lia) and high impedance alert had been triggered. It was observed that the right ventricular (rv) lead was showing ventricular oversensing as a result of noise, and there were multiple episodes of non-sustained ventricular tachycardia. There were multiple episodes of high impedance, and a fracture was suspected. The lead was reprogrammed to turn off ventricular therapies, and the patient was scheduled for a lead revision. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.